Event description:
It is reported that when the surgeon was making a screw hole to the bone for fixation of m/dn femoral, the drill broke. The tip of the drill was able to be removed from the patient's bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.